Event description:
Tubing at the tip of the catheter collapsed or bent-during removal forming a ridge that caused painful removal for patient. Removed per md orders based on normal plan of care. Removed intact, ridge present mid tip.